Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was squirting insulin out when fill tubing. The customer¿s blood glucose level was 12 mmol/l. It was reported that they had broken pump and the pump was squirting insulin out when fill tubing. The customer was advised to disconnect from pump and go to back up plan as per health care professional. The insulin pump will not be returned for analysis.